Event description:
It was reported the patient was experiencing symptoms such as having memory problems, sleeping more, and passing out. It was stated that it was due to a 'mix up of medications' and a resultant drop in blood pressure. The reporter was not clear that anything was related to the implantable neurostimulator (ins). The patient was in the hospital in (B)(6), but it was not clear that it was related to the ins in any way. The memory issues have been since june, but it was unknown when the other symptoms began. The patient had a scheduled appointment on (B)(6) 2012 with his physician. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7482a40, serial# (B)(4), implanted: (B)(6)2010, product type extension; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7436, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v398876, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot# v398876, implanted: (B)(6) 2010, product type lead. (B)(4).